Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm and reoperation. (B)(4).

Event description:
On an unknown date, the patient underwent aortic arch replacement procedure. Later, a thoracic aortic aneurysm had been formed distal to the surgical graft. On (B)(6) 2016, the patient underwent endovascular repair of the thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu313120j/14379823). The patient tolerated the procedure. On (B)(6) 2017, a follow-up study revealed that a pseudoaneurysm had been formed around the distal end of the initially implanted endoprosthesis. On (B)(6) 2017, the patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to repair the pseudoaneurysm. The patient tolerated the reintervention procedure.